Manufacturer narrative:
This report is submitted on july 21, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2020, resulting in fixture loss. The patient was reimplanted with another device (specific date not reported).